Manufacturer narrative:
Code 3191 was used to capture the prolong procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high out of range pacing impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pace impedance measurements, measuring greater than 2000 ohms. Subsequently, the rv lead was explanted and the procedure was completed with a different rv lead. No additional adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pace impedance measurements, measuring greater than 2000 ohms. Subsequently, the rv lead was explanted and the procedure was completed with a different rv lead. No additional adverse patient effects reported.